Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the intermittently unresponsive up arrow and down arrow keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no button contact defects or contamination was found. Unrelated to the complaint, evaluation revealed a discolored display screen. A test display screen was inserted and found to function properly with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow buttons were intermittently unresponsive and caused scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.